Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 will be- the patient also alleged of having headache and dizziness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of an unknown dust contaminant on the blower, blower box, and blower seal, small black particles were observed on the blower cap, ui panel, and blower box, an unknown contaminant was observed on ui panel, and blower box, an unknown contaminant was observed on ui panel, top enclosure, rear panel, and bottom enclosure, keratin-like substance was observed on the blower box outlet. The manufacturer found no evidence of sound abatement foam degradation. The device's event logs were downloaded and reviewed. The manufacturer found 2 instances of e-130. The manufacturer concludes there was evidence of an dust contaminant on the blower, blower box, and blower seal, small black particles were observed on the blower cap, ui panel, and blower box, an contaminant on ui panel, and blower box, an contaminant on ui panel, top enclosure, rear panel, and bottom enclosure, and keratin-like substance was on the blower box outlet. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3 and h6 has been updated in this report.